Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero ¿0¿ calibration of the turbine differential transducer pt800 failed to calibrate. The events log has multiple turbine differential xdcr faults which indicates that this transducer is drifting and is not functioning normally. This fault caused the turbine to fail and the unit to go vent inop. Duplicated, vent inop - motor fault, complaint allegation. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the cause of the reported event was most likely caused by a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the distributor. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of august 6, 2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
The complaint originated from a foreign distributor in (B)(6). The distributor reports the following: "vent inop." "Motor fault." No patient involvement.